Manufacturer narrative:
H6: evaluation method is changed from evaluation method FDA c code c91896 [testing of actual/suspected device] to c139458 [analysis of information provided by user/third party]. For clarification, it is noted that the customer did not make an actual allegation of device alarm failure. Rather, the customer requested assistance in obtaining the logs. The rcs logged into the system, retrieved the logs and did not find any "no battery" alarms in the logs. [A failed battery can cause the device to go offline.] The absence of battery alarms was initially interpreted to mean that the device failed to alarm. However, upon further review it appears that the customer was attempting to determine the cause of the device offline status. The rcs determined that the device went offline at 0700 and came back online at 0748. A philips remote service engineer (rse) further investigated and determined only one wireless access point was offline. This is a customer supplied network. A philips field service engineer (fse) was dispatched. However, the customer biomed indicated that the issue was already resolved remotely, and no work was performed by the fse. A review of the xml data file identified a no data tele inop generated at 07:01:48 and ended at 07:47:49. The philips product support engineer (pse) reviewed the available data. There was no information in the single log provided that would indicate why the telemetry device went offline for over 45 minutes (from 7:01:57 until 7:47:46). The pse verified the rcs finding that a no date tele inop was generated as expected for this issue. There is no confirmed device problem. The customer declined further support and the cause of the connection loss is unknown. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested assistance obtaining the clinical audit logs after a safety event in which the telemetry device went offline for 48 minutes. The patient was moved to another system with no other impact. In addition, the patient was transferred from the ICU to medical-surgical unit. The remote service engineer found no issues and no battery alarms in the logs and determined only one wireless access point was offline. No other clinical information or medical intervention was reported.

Manufacturer narrative:
B1: record is changed from serious injury to product problem. The serious injury is reported under the mx40 device manufacturer report number 1218950-2025-000046. This investigation will focus on the failure to alarm when the telemetry device went offline for 48 minutes.